Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose (bg) level of over 600 mg/dl. A manual insulin injection was administered to address bg. The customer reverted to an alternate pump for insulin therapy.